Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an iodine leak was observed during use of a minicap extended life pd transfer set. The event was further described as ¿it cannot be tightly fitted to the mini cap lead to iodine leakage¿. This occurred during use of the device for peritoneal dialysis therapy. There was no observed damage on the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye observed damage in multiple locations on the female connector. Leak testing was performed with a laboratory mini cap attached to the dark blue connector and a leak was noted between the female connector and the mini cap. Clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be related to damage of the female connector sealing area due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted